Event description:
Graseby 3300 pca syringe pump,alleged overinfusion.patient injury-respiratory arrest.patient had an anterior crulate ligament repair under general anaesthetic-no significant medical history.drugs {60ml bd plastipak syringe} being used were morphine 120mgs, 56mls of 0.9% sodium chloride at a concentration of 2mgs per ml.polus 1mg.lockout period 6 minutes.maximum 4 hourly dose=40mgs.pca commenced at 15:5 on 26th january 2006.patient post operative course initially uneventful.at 03:10 hrs patient found to be apnoeic but with a pulse.CPR initiated and tolerated larygoscopy and intubation without resistance.naloxone 400mcg IV given and patient began to respond to commands shortly after.atient transferred to connolly memorial hospital where he was treated with CPAP overnight in the high dependency unit.noted that there were 461 demands on the pca pump of which 69 were 'good'demands.no reported permanant injury to patient.